Manufacturer narrative:
H3 other text : the device has not yet returned to the manufacturer.

Event description:
The manufacturer received information alleging the device displays a "red service required alarm". The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging the device displays a "red service required alarm". The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at the third-party service center the customers complaint was not able to be reproduced. Additionally, not related to the issue the device underwent a four-year routine preventative maintenance. The blower assembly, blower bellows seal, blower mount, machine flow sensor, muffler assembly, tubing system pca, tubing-blower chassis, fio2 tubing, and tubing- low flow o2 were replaced due to dust contamination. The front panel and internal battery door were replaced due to the observation of cosmetic cracks. The device passed final testing. The battery was returned to the product investigation laboratory (pil) for further evaluation. The pil installed the trilogy evo internal battery on the trilogy evo test bed, removed ac power and the detachable battery and ran therapy under internal battery power until the battery was at approximately 704% capacity. Pil then reinstalled the detachable battery and reapplied ac power and charged the internal battery to 100% capacity without issue. Pil concluded that the internal battery operates as designed. The trilogy evo internal battery has been scrapped.

Manufacturer narrative:
The manufacturer previously reported information alleging the device displays a "red service required alarm". The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at the third-party service center the customers complaint was not able to be reproduced. Additionally, not related to the issue the device underwent a four-year routine preventative maintenance. The blower assembly, blower bellows seal, blower mount, machine flow sensor, muffler assembly, tubing system pca, tubing-blower chassis, fio2 tubing, and tubing- low flow o2 were replaced due to dust contamination. The front panel and internal battery door were replaced due to the observation of cosmetic cracks. The device passed final testing. H3 other text : device was evaluated by third-party service center.